Manufacturer narrative:
The customer site alleged that while a tech was driving the drx revolution system out of an elevator on (B)(6) 2020, the system jerked backwards onto the tech's foot resulting in broken toes injury. There was no patient involvement. Carestream health has evaluated the device and determined there was no device malfunction and the system is performing as designed and intended. Although the site alleged that the tech(s) was driving the drx revolution system as recommended per the instructions for use (IFU) provided by the manufacturer (csh), it is unclear how the injury would have occurred if the tech(s) was following the IFU for the system. It is unlikely, if following the driving recommendations provided within the IFU, that this type of injury would occur. The injury is most likely due to user error not following the recommended guidelines for driving the drx revolution system.

Event description:
The site alleged that whilst driving the drx revolution out of an elevator on (B)(6) 2020, the system jerked backwards onto the tech's foot resulting in a broken toe injury. The tech was out of work due to injury.